Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date the patient developed a lower bowel obstruction. The patient was hospitalized for ng tube - bowel decompression. The peg-j tube remains implanted